Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure per physician¿s preference instead of an ipg replacement that was previously reported.

Event description:
A report was received that the patient's scs system had malfunctioned. It was reported that when the patient charges the ipg, the stimulation would go up without intervention to an unbearable level. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's scs system had malfunctioned. It was reported that when the patient charges the ipg, the stimulation would go up without intervention to an unbearable level. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs system had malfunctioned. It was reported that when the patient charges the ipg, the stimulation would go up without intervention to an unbearable level. The patient will undergo a revision procedure wherein the ipg will be replaced.